Manufacturer narrative:
Date of death is unknown. Date of awareness was selected as an approximate date. The graft remained in situ and therefore was not returned for evaluation. However, images were provided and reviewed by clinical personnel, and the following was determined "this is a case of graft component separation caused by lateral bowing of the graft inside the aneurysm over time (about 18 months between CT scans, first one showing overlap of 2 stents, second one showing bowing and separation.) The device was implanted in 2021, and the first CT we have is from (B)(6) 2023, and it shows the overlap between zfen-p and zfen-d to be a good 2-stent overlap. The recent CT scan from (B)(6) 2025 shows marked lateral bowing of the device, with the distal zfen-d component having pulled out of the proximal zfen-p component. Unfortunately, the patient ruptured the aaa and died. This graft separation is typical of the ones we¿ve seen previously involving zfen devices, which involves a ¿slip fit¿ between the zfen-p and the zfen-d. Over time, especially if there is room in the aaa sac, some grafts move laterally, causing a bowing of the device. The zfen-d then ¿slips¿ out of the zfen-p and is seen very clearly in this case. Summary: zfen-p and zfen-d separation due to bowing of the device, and a slip fit". Review of the device history record for lot number ac1082823 found the work order appeared complete and the quality control inspection record was verified to ensure that the device passed inspection. There were no non-conformances or related temporary deviations in place at the time of manufacturing. Upon reviewing the photos taken of the complaint device during manufacture, it appears that the device was manufactured to specification. The same review was conducted for the zfen-d graft with no issues detected for that device either. Review of the instructions for use (IFU) supplied with the device for general information found it to contain appropriate warnings, precautions, and instructions to the user, including: 4. Warnings and precautions. 4.1 general use information. The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.2 patient selection, treatment and follow-up key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. 5. Adverse events potential adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 11.4.8 distal bifurcated body placement repeat angiogram to verify: - the degree of overlap with proximal body (no less than 2 stents) - the position of the contralateral limb - the position of the ipsilateral iliac limb with respect to the common iliac bifurcation." And "reposition distal bifurcated body as required." A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Based on the information provided, a definitive root cause could not be determined from the investigation. It is possible that the following may have contributed to the occurrence of the reported event: inadequate diameter tolerance to ensure interference at overlap, inadequate separation force, patient-related factors. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required.

Manufacturer narrative:
Date of death is unknown. Date of awareness was selected as an approximate date .

Event description:
The patient presented with unknown symptoms to the emergency department on late (B)(6) 2025. The patient's scan confirmed the separation of the seal between the zfen-p-2-34-122-r and zfen-d-12-28-76-c grafts. Within the time between the scan results and planning intervention, the aneurysm re-pressurised enough to burst. The patient expired.